Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose for two days now. Customer's blood glucose was 469 mg/dl. Customer treated with shots. Customer stated that she does not have any symptoms for high blood glucose. Troubleshooting was done. It was found the insulin pump passed the high pressure test. Customer stated that she will speak with her healthcare provider for further assistance. No further information provided.